Event description:
It was reported there was cut and coag faults. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(6) 2012. Eval: the pulsar generator was received in fair condition with minor surface imperfections. Rear panel had two holes drilled in product above cooling fan exhaust. The unit delivered rf energy correctly into fixed resistors across all modes and power levels. The unit functioned as intended. The reason for return could not be confirmed. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.